Manufacturer narrative:
Upon inspection, baxter technician ran a functional testing on the bed. Per the hillrom service manual, it is necessary for the resident ltc bed to have an effective maintenance program. We recommend that you do annual preventive maintenance. Test each operating function individually to make sure that when pressed, the corresponding function operates correctly and when released, travel stops. A search of the baxter maintenance records did not show baxter performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The baxter technician thoroughly inspected the bed and was unable to duplicate the reported issue. The bed functioned as designed. However, if the reported event of bed moving on its own were to recur, it would be likely to cause or contribute to death or serious injury, therefore baxter considers this event reportable.

Event description:
On 24-feb-2026, a customer contacted technical service to report that resident bed frame (product code p870d000001, serial number (B)(6), had the bed moving on its own. There was no patient/user injury, medical intervention, symptom, or adverse event reported.